Event description:
It was reported the patient was experiencing coupling issues; 0 coupling bars. The antenna had to be constantly repositioned, as the implantable neurostimulator (ins) was tilted in the ins pocket. The patient could see the skin above the corner of the ins protruding. This issue was present since implantation of the ins. The patient had a more difficult time using the recharger belt. The patient attempted to adjust the antenna dial, as well as use additional spacers, but neither helped resolve the issue. On the third attempt of using the antenna locate feature, 8 coupling bars were attained. The patient claimed she was getting a peripheral neurostimulator and was scheduled for an ins repositioning in the pocket site for (B)(6) 2012. The healthcare provider had no involvement in troubleshooting the recharging process. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient was still having concerns, but was working with their doctor and manufacturer representative. The patient had surgery scheduled for (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was the patient's "peripheral nerve stimulation (pns) leads were placed too shallow." The patient experienced a burning/stinging sensation and it was noted her leads were "not in scarpa's fascia." The patient had a lead revision on (B)(6) 2012; the leads were placed deeper and it was noted they "worked now." The patient did not require hospitalization due to the event. Patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted, product typ: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product typ: recharger, product ID 37743, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).